Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue was corrected with cab panel assembly connection. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that, after replacing a part during servicing, the system was staying in stand-alone mode. There was no patient present when this issue was identified.